Event description:
Patient was soaked with chemotherapy/normal saline when she awoke from her nap. The spinning spiros attached to the xl bags which are placed in pharmacy was leaking with condensation in the spiros. Third one today.